Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, when rf delivery was performed at the right inferior pulmonary vein, the impedance value increased and coagulum was observed on the catheter tip. The caogulum was wiped away with cloth. After the coagulum was removed and another ablation started, the impedance value increased again which resulted in additional coagulum. The procedure was completed without replacing the catheter and there were no adverse consequences to the patient.

Manufacturer narrative:
The device was returned due to a contact force baseline issue and an impedance issue. Log file analysis indicates the automatic baseline reset of the tactisys was unable to function due to the value of thermocouple 2 (tc2) reading under 32°c. Contact force was displayed and manual resets were possible. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing of the returned device. Optical fibers 1-3 met specifications for optical properties and the contact force was successfully reset. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the low tc2 temperature and the reported impedance issue remains unknown. The cause of the coagulum remains unknown.

Manufacturer narrative:
Corrected information: after further review, this event does not meet reporting guidelines. Char or coagulum on the device would not likely cause or contribute to death or serious injury. Per the IFU, if a rise in temperature or impedance is noted, withdraw the catheter and clean the tip electrode of any coagulum. If present, gently wipe the tip section clean with a sterile gauze pad dampened with sterile saline. Prior to reinsertion, ensure that the irrigation line and holes are not occluded by flushing the catheter at a high flow rate.